Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a normal follow up. During the follow up it was noted that there was pacing inhibition due to noise on the implantable cardioverter defibrillator. The noise was reproducible and patient complained of lightheaded spells that had occurred in the past. The device was reprogrammed and the patient was sent to the emergency room for further evaluation. During the evaluation, the noise was not reproducible and lead parameters were within normal levels. The physician reprogrammed the device again. The patient was discharged and will be monitored.